Event description:
The customer was hospitalized for two blood glucose it was found that mother was changing basal rates with trainer on the phone the day before the event and customer got wrong basal rate.